Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported no image through the boom system on the one monitor after the facility suffered a power failure in the morning. The customer was using a boom system but doesn't know what he has for the routing. This issue was happening in room 1. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image on the evis exera iii video system center after the facility suffered a power failure. The problem was found before the patient entered the room and ended up using a different room. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, the root cause of no image being displayed could not be identified. It¿s unable to identify why no image was displayed along with if there was relevancy between the power failure and abnormal video output. Olympus will continue to monitor field performance for this device.